Event description:
Per the clinic, the patient was prescribed antibiotics (type not reported) for fluid collection under the implant. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.